Manufacturer narrative:
Baxa performed an investigation of the electronic data created by the compounding system. During this review, all aspects of pump operation were evaluated for the subject bag and all data indicates that the pump operated as designed without any anomalies. In addition, no other information communicated to baxa, suggests that the em2400 delivered any ingredient, including calcium, phosphate, or protein outside of the acceptable operating range of the pump during production of the subject bag. It has been concluded that exacta-mix 2400 compounder operated as designed during the reported incident. The customer was notified of the analysis results and transferred the information to the requesting hospital. No further feedback has occurred.

Event description:
This MDR is being filed retrospectively. After a review of prior complaint information, this incident was determined to be reportable. In 2006, baxa was notified that an unexpected patient death occurred. It was reported that the patient was receiving tpn therapy at the time of the incident. The hospital indicated to the compounding center that a serum test had shown that the patient had elevated levels of calcium, potassium and protein.